Event description:
It was reported the patient experienced an aching sensation following a MRI of the ear. The patient was experiencing aching, pinching, and burning sensations at the implant site. There was a lump at the implant site. The patient was not sure if something shifted. The patient was going to keep the stimulator off until they knew what to do. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0khg5, implanted: (B)(6) 2014, product type: lead. (B)(4).